Event description:
Customer called on (B)(6) 2011 reporting of a clear diluent leak under the coulter lh 780 hematology analyzer after the preventive maintenance (pm) was performed. Customer was using proper personal protective equipment at the time of the leak and no one was exposed to the leak. Patient results were also not affected as a result of the leak and no erroneous results were generated. Field service engineer (fse) was dispatched and replaced tubing associated with retic ghosting pump (vl 95/98). Fse also fixed retic motor power cable and cleaned leak on instrument. Repairs were then verified according to established procedures.

Manufacturer narrative:
(B)(4).